Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue patient monitor mx550 indicating that there was an error indicating loudspeaker failure. It is unknown if there was any sound being produced by the device. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included troubleshooting and testing of the device. It was confirmed that there was no sound coming from the device. The speaker was changed; however, the problem was not resolved. Based on the results of the analysis, the product malfunction confirmed; however, the attempt to repair onsite was unsuccessful. The customer was advised to return the device to bench repair. As of 13 oct 2025, this device has not been received by the philips authorized repair facility for evaluation; therefore, the bench repair is no longer expected. The cause of the issue cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.